Event description:
It was reported that approximately three ivc filters legs did not open upon deployment. Reportedly, the legs were twisted around each other. The ivc filter was removed from the same jugular access site and a second eclipse ivc filter was implanted without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first event reported for this lot number to date. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This device has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.